Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 195-160/ lot 157504 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-430h / lot 151066. Test base part number 195-160 / lot 157504. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 157504 showed that the complaint rate is(B)(4). In conclusion, the manufacturing batch record review (brr) revealed that the product met acceptance criteria for release, and review of complaints against the kit lot for the reported issue indicates that the product is performing according to the statements contained in the package insert and a product deficiency has not been identified. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a false negative result with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021 on an unknown sample and generated a negative result. Repeat testing was performed on (B)(6) 2021 and also generated a negative result. Pcr confirmation testing was performed at an unspecified lab and generated positive results. (CT values not provided). The consumer stated that she had no symptoms and is only taking allergy medication. The customer confirmed there was no patient harm due to the test results. Additionally, the consumer reported no treatment was provided.